Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, the pump battery was depleting quickly, the battery gauge was fluctuating and the touchscreen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.